Event description:
Event description guidant received information that this implantable transvenous defibrillation lead and left ventricular pacing lead exhibited increased lead impedance measurements in comparison with spring of last year. There is no noise on any of the electrograms and other lead measurments remain within normal limits. ,